Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Inspection of the returned device indicated that a dilator was not removed from the sheath prior to engaging the device with the sheath. Based on the investigation, the probable cause for failure to engage the device with the exchange sheath is not removing a dilator from the sheath prior to engaging the device with the sheath, which is an incorrect deployment technique. Per the instructions for use: approximate the clip applier to the hub of the starclose se exchange sheath. Hold the bottom of the sheath hub with the left hand and insert the distal tip of the flex-guide into the hub using the right hand. Slowly advance the flex-guide down through the sheath. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose device after a coronary procedure. Reportedly, the clip applier would not click into the exchange sheath. A second clip applier was used with a second exchange sheath to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose device. No additional information was provided.